Event description:
The complainant indicated that during defibrillation to a pt, the device displayed only a green dot. The complainant indicated that the clinician was able to obtain another device to continue to treat the pt. The pt subsequently expired. The complainant indicated that the pt's outcome was not a result of the reported malfunction.